Event description:
It was reported that when the battery was installed and the trigger pressed, the universal modular electric/battery double trigger handpiece operated a little and then stopped. After this point, it did not operate at all. When the battery was taken off and then reinstalled in the handpiece, again it operated for a while and it stopped. This happened with different batteries and also even when the dc power supply was connected. No additional clinical information was received prior to this report. This report is being submitted in association with medwatch numbers: 8031000-2013-00317, 8031000-2013-00318, 8031000-2013-00319, 8031000-2013-00320.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.